Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the stay safe connector of their liberty cycler set during fill 1 of 4 of their pd treatment. An air detected in cassette alarm was reported during drain 0 of the treatment. Fluid did not come in contact with the cycler. The patient reported that they would not re-set up treatment or revert to an alternate treatment. The patient stated they will do treatment the next day. The patient was advised to follow-up with their pd nurse regarding the incomplete treatment. Upon follow-up, the patient confirmed that the leak occurred from the cycler set line. The patient did not develop any symptoms, injury, adverse event, or require medical intervention as a result of the reported complaint. The patient is trained on manuals and stat drains if needed, and confirmed they were able to complete treatment using continuous ambulatory peritoneal dialysis (capd). The cassette is not available to be returned to the manufacturer for evaluation because it was discarded.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.